Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced four infusion set cannula bent event on 9-apr-2024. The blood glucose level at time of event was over 500 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully followed by correction injection via multiple daily injection (mdi). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-03092 - device 3 of 4